Manufacturer narrative:
E1: patient city:(B)(6) patient country:united states initial and final MDR (B)(4)- device 3 of 3

Event description:
Reference number (B)(6) event occurred in the united states it was reported that the patient faced an event on (B)(6)2025 where packaging was not sealed properly, misshaped or sterile packaging was not intact. The customer wanted to replace three boxes since they were damaged. No further information available.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2025-08365. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010578, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010578 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12 on 02/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.